Event description:
During prep, the physician found that the hub had a crack. The device was removed from the package by pulling on the hub. No excessive force was used. The device will be returned for evaluation.

Manufacturer narrative:
This device crb 18300 (lot 14026197) is distributed outside the us; however, it is similar to the us product cxs 18300. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.